Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed during routine follow-up. All the other electrical parameters were stable. Patient will be brought in for x-ray exam and further assessment. Patient condition was good.